Event description:
I am writing to report a long-term adverse outcome following lasik eye surgery. I underwent lasik in 2016 at the age of 21. My vision was initially satisfactory. However, approximately 6¿7 years after the procedure, I began experiencing significant visual disturbances -- specifically ghosting and monocular double vision in both eyes, worse in the right. These symptoms are most noticeable in low-light conditions and when viewing high-contrast text (e.g., white on black). Despite multiple ophthalmologist visits and normal structural eye exams (including oct and retinal scans), my symptoms have persisted and worsened. I have tried prescription anti-inflammatory eye drops and dry eye treatments for several months with no improvement. Recent research and discussion with other post-lasik patients have led me to suspect that higher-order aberrations and post-surgical corneal irregularities may be responsible. This complication has significantly impacted my daily life, making screen use and reading difficult. I was not warned about the possibility of delayed-onset visual distortions when I received the procedure. I am requesting that this adverse effect be documented and investigated as part of the ongoing safety evaluation of lasik and excimer laser systems.